Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an autosyringe as50 infusion pump presented an unknown ¿low power¿ alarm during use. The reporter further stated that the battery was not holding a charge as long as it used to. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned, therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported battery issue was confirmed based on the customer-reported information; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.